Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. Visual inspection was performed and no external damage was observed. Device functionally testing failed due to multiple keypads including the power button and the silence alarm button getting stuck and not responding properly. The customer complaint was duplicated, the stuck keypads caused the unit to randomly power on, power off, and the silence alarm intermittently wouldn't respond due to the keypads getting stuck when pressed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported a keypad issue which causes the device to randomly power on and power off. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a keypad issue which causes the device to randomly power on and power off. No patient impact or consequences were reported.